Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due to a fractured liner and dislocations. The modular head, taper adapter, locking ring and liner were removed and replaced. Additional information received from operative report noted patient was revised on (B)(6) 2014 due to pain and a fractured liner. Operative report further noted the locking ring would not engage into the acetabular cup during the revision procedure. The liner was cemented in and competitor product was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was likely due to malpositioning and misalignment of the components.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due to a fractured liner and dislocations. The modular head, taper adapter, locking ring and liner were removed and replaced. Additional information received from operative report noted patient was revised on (B)(6) 2014 due to pain and a fractured liner. Operative report further noted the locking ring would not engage into the acetabular cup during the revision procedure. A competitor liner was utilized to complete the procedure.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due to a fractured liner and dislocations. The modular head, taper adapter, locking ring and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due to a fractured liner and dislocations. The modular head, taper adapter, locking ring and liner were removed and replaced. Additional information received from operative report noted patient was revised on (B)(6) 2014 due to pain and a fractured liner. Competitor product was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ number 8 states,¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿